Event description:
It was reported by the pt's father, that his son's head was injured by some colleagues at school, who attacked him with a paper roll. Since the incident, the pt has only been able to hear distortion and the sound is intermittent. The father came alone to the hearing center in 2007, to have the speech processor checked and to exchange it. The new processor was programmed similarly to the old one. The coil cable was exchanged as well. A recommendation was made to the father that he should make an appointment in the clinic if the problem still persisted. The father phoned the same evening and said that he had made an appointment in the clinic, because the problem had not solved. Testing was carried out which showed all the electrode channels had high impedances, indicating that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.